Event description:
Access port was leaking. On third band adjustment there should be 5 cc but only 4cc. Suspect leak, it was filled up to 5.5cc and on the 15th july when I checked there was only 2.5cc. A CT scan was arrange and after 3 delay scan it was found to have a leak at the port and tubing junction.

Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing. The lot history record for the port lot was reviewed and no discrepancies or non-conformances recorded; product was manufactured according to specification.